Manufacturer narrative:
Follow-up #1 date of submission 09/02/2015-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the complaint could not be duplicated or confirmed with investigation. No related issues were observed upon review of the pump¿s black box data. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. No related issues were observed upon review of the meter¿s black box data. The meter was able to successfully pair with the pump. No issues were observed during investigation.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.